Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a device fracture occurred. The target lesion was located in the coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the front of end of the device was ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and patient was stable post procedure.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the front of end of the device was ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the severely tortuous and severely calcified. The front end was fractured, and the device was simply removed from the patient.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and microscope inspection found no damage or irregularity to the device.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the front of end of the device was ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the severely tortuous and severely calcified. The front end was fractured, and the device was simply removed from the patient.